Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that following implant of the intraocular lens (iol) in the left eye, the patient experienced very fuzzy vision, it''s kind of like a glowing, little improvement. Relief is experienced when wearing glasses. In follow up visits, patient still complaining of fuzzy and blurred vision in the left eye with glare issues and vision coming in and out with focusing variability; possible non adapter to multifocal lens. Visual acuity in the left eye 20/50 on (B)(6) 2016. The lens was explanted on (B)(6) 2016. Plan was to replace with a monofocal lens. Patient has dry eyes for many years in both eyes with use of artificial tears as needed. No further information was provided.

Manufacturer narrative:
Device available for evaluation - yes. Returned to manufacturer on: 05/10/2016. Device returned to manufacturer - yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection showed that the lens was cut in half, most probably to make the explant possible. Considering the condition of the lens additional analysis was not possible. The customer's reported complaint could not be confirmed. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. Results of the optical measurement performed at final inspection were reviewed. The in-line optical inspection data shows the lens is within specification in terms of optical power. A search revealed that no additional complaints for this order number have been received. Labeling review: directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions and warnings for the proper use of the intraocular lenses. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.